Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had issue. A field service engineer addressed an issue where duplicate address was detected on drawer 4.1, resulting in multiple failures across each pocket. Following the 1.8 upgrade, access to the hardware test application was not possible. Despite this, the customer was able to recover the failed pockets. During the recovery process, the cubies released and unloaded the medication as expected. The customer then loaded the medication into new cubie pockets. Afterward, they were able to access the new pockets and successfully inventory the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was saying "duplicate address detected and cannot recover". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was saying "duplicate address detected and cannot recover". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.